Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Due to blurry vision and iol complications, it was reported that a model zlb00 intraocular lens (iol) was explanted from a female patient's left eye and was replaced with a model zxr00, 19.5 diopter iol. Through follow-up it (B)(4) confirmed that the patient is currently okay and has not had any other concerns or issues. It was also learned that the device was discarded and will not be returned for evaluation.

Manufacturer narrative:
The device was not returned to manufacturer for evaluation and therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.